Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an integrated apd set w/cassette leaked from an unknown location. This occurred during an unknown phase of automated peritoneal dialysis (apd) therapy. The home patient (hp) noticed that it did not leak from the opening of the patient line but leaked from somewhere along the patient line while the hp was ¿hooked up¿. There was no patient injury or medical intervention associated with this event. No additional information is available.